Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system will not engage to take an x-ray. After reviewing the log file fse confirmed the reported issue. Upon troubleshooting fse found defective flat detector software interface board and footswitch. Fse was replaced the defective flat detector software interface board and footswitch, after the replacement of flat detector software interface board and footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system would not x-ray. No harm has been reported. A philips field service engineer (fse) inspected the system onsite and replaced the wired footswitch and the fdcsib to return the device to use in good working order.